Event description:
During service, the baxter reapir technician reported depleted batteries. The hospital rep. Stated that there were no reports of pt injury pr medical intervention. No additional information is available.